Manufacturer narrative:
(B)(4) evaluated three random sealed reservoirs, and performed testing. The reservoirs passed per inspection. No air bubbles anomaly found during analysis. Checked the o-ring for defects and none was found. Also, performed visual inspection and found transfer guard needles center off. Failed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer's blood glucose was unknown. The reservoir will be returned for analysis.